Event description:
It was reported that during a left leg angioplasty treatment procedure, a guide wire became stuck on a guide catheter. The target lesion was located in the left leg. This 135cm rubicon 14 guide catheter was selected and during the procedure, this rubicon catheter became stuck on a victory 14, 300cm guide wire. All devices were removed from the patient. The procedure was continued with another manufacturers guide catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left leg angioplasty treatment procedure, a guide wire became stuck on a guide catheter. The target lesion was located in the left leg. This 135cm rubicon 14 guide catheter was selected and during the procedure, this rubicon catheter became stuck on a victory 14, 300cm guide wire. All devices were removed from the patient. The procedure was continued with another manufacturers guide catheter. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A rubicon guide catheter was returned with the victory guidewire lodged inside the wire lumen. There was solidified contrast and blood in the wire lumen and the device presented no damage or irregularities. The victory guidewire was protruding 38mm from the distal tip. Gently pulling on the guidewire confirmed that the wire was stuck in the wire lumen of the guide catheter. The devices were soaked, but the guidewire was not able to be removed from the guide catheter. The guide catheter was locked-up on the guidewire. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).